Event description:
A2 z100 dental restorative is packaged in a plastic bottle with a "sorb-it can" containing silica gel inside the bottle with the product. A while after the scrub nurse poured some cartridges from the bottle onto the mayo stand, it was noted that there were tiny clear round crystals on the stand around the product, which had already been used. It is unknown if any of the silica gel had entered the patient's mouth inadvertently. Upon closer inspection, it was noted that the "sorb-it can" had two small holes on one end and was empty. There was silica gel in the bottle throughout the product. The local poison control center was called and the representative stated that silica gel is non-toxic. The "sorb-it can" does not have a product or lot number on it, but does have phone numbers and a warning "do not eat."